Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported left side rupture and nodule. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and nodule. Device remains implanted.